Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via clinical study, a healthcare professional reported being injected in the midface with 4 ml and temples with 1.8 ml of juvéderm® voluma¿ xc, in the perioral 1 ml of juvéderm® ultra xc, in the nasolabial folds with 1 ml of juvéderm® ultra plus xc, and in the jawline with 3.4 ml of juvéderm® volux¿ xc. A month later, the patient was injected in the midface with 2 ml and temples with 0.8 temples with 1.8 ml of juvéderm® voluma¿ xc, in the perioral 0.4 ml of juvéderm® ultra xc, and in the cheeks with 4 ml of skinvive¿ by juvéderm®. Six months later, the patient reported ¿pain¿ in the jawline and after assessment, the patient was diagnosed with ¿inflammatory nodules.¿ the patient was started on steroids that day. Event was ongoing. This file captured the juvéderm® volux¿ xc.